Event description:
The hcp reported that the pt developed an mrsa infection at the device pocket site. The interstim system was explanted and the area treated with daily packing. No antibiotics were administered. The infection appears to be resolving.